Event description:
A report was received that a patient had a pocket revision due to pocket discomfort. A suture had come undone and was poking the pocket site. The physician re-sutured the lead behind the ipg. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: enhanced standard 50cm leads.